Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, based on the information provided, there was a crack on the deaeration chamber of the return line and the most probable cause was identified as a shock on the device during transportation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with one unit of prismaflex m60 set, a crack was observed in the de-aeration chamber and fluid leaked out resulting in an unspecified alarm being triggered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H0: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A pressure leak test was performed and a leak was observed at the level of the degassing chamber (at the weld of the chamber assembly). The reported condition was verified. The most probable cause was identified as a shock on the device during shipping. Should additional relevant information become available, a supplemental report will be submitted.